Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 315 mg/dl and 213 mg/dl on the aviva system. Customer then received results of 115 mg/dl and 140 mg/dl on professional device. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.